Manufacturer narrative:
(B)(4).

Event description:
It was reported "before using, doctor check the applier and found the jaw are not even." This was found prior to use. No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective instrument was reviewed and found complete without any irregularities. The alleged defective device was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4). Lot in april of 2020. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet, inc.- kenosha's manufacturing processes. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defects or validate the alleged complaint. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "before using, doctor check the applier and found the jaw are not even." This was found prior to use. No patient harm or injury.